Event description:
Per the clinic, the patient is experiencing facial never damage from the initial surgery. Per the audiologist, the patient was under prolonged anesthesia due to an issue with the primary implant that caused the physician to use the backup implant. The patient was treated with steroids (type not reported) after surgery that made slight improvements to the facial nerve damage. The patient will be monitored in regards to the facial nerve damage. No other information was available at the time this report was filed november 2, 2009.

Manufacturer narrative:
Implanted device remains.